Event description:
A customer in the united states notified biomérieux of false positive (resistant) cefoxitin screen for staphylococcus aureus atcc® 29213¿ while performing internal quality control testing using the vitek® 2 ast-gp75 test kit (ref 415670, lot 2751438113). In addition to the false positive (resistant) cefoxitin screen result, the test also obtained out of range high (oorh) daptomycin results. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding false positive (resistant) cefoxitin screen (oxsf) for staphylococcus aureus atcc® 29213¿ while performing internal quality control testing using the vitek® 2 ast-gp75 test kit (ref 415670, lot 2751438113). After troubleshooting, the onsite field service engineer (fse) changed the optics. The customer obtained a new dispensette and autoclaved the one in use, and the issue was resolved. Since the issue was resolved, the customer did not submit the strain; the internal qc strain was tested instead. The internal s. Aureus atcc 29213 strain was subbed and testing including the customer's lot and a random lot of ast-gp75 cards (2751494403), in duplicate. On all cards tested, the expected negative oxsf results were obtained. The customers issue was not reproduced. Vitek 2 ast-gp75 lot 2751438113 met final qc release criteria and passed qc performance testing.see section h10.